Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Pullback was tried, but it was unable to be performed due to a connection failure that occurred, an error message appeared. When the catheter was replaced, pullback was able to be performed without problem. No patient complication reported.

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Pullback was tried, but it was unable to be performed due to a connection failure that occurred, an error message appeared. When the catheter was replaced, pullback was able to be performed without problem. No patient complication reported. Device evaluated by MFR: the unit that was returned has a shaft kinked, which was noted as part of the overall visual revision. Kinks were observed in the telescope assembly from the femoral marker to the proximal end. The telescope assembly was not able to be properly pulled back, advanced, or retracted which was due to the kinks in the telescope assembly.

Manufacturer narrative:
Age at time of event: 18 years or older.